Event description:
It was reported that the implant perforated on site #4 and the implant was removed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01428. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01428-1.

Event description:
Upon follow up, the customer stated that the perforation was through buccal wall bone.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01428-2. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. H10: narrative/data was updated. One (1) osseotiteâ® certainâ® 2 implant 3.25 x 11.5mm (xifosm311) was returned for investigation. Visual evaluation of the as returned product identified that the implant matched prints, it was measured by using a caliper. No malfunction was identified during analysis that would contribute to the event. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the device was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number 2019011993. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number 2019011993 for similar events and no other complaint was identified. The implant could not be functionally tested for the reported event (bone fracture). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation is clinician error (improper technique or inadequate treatment planning) or a patient with factors (e.g., poor hygiene, periodontal issues, pre-existing medical conditions). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.